Manufacturer narrative:
The cartridge was not returned for analysis. Two photos were provided of two different company lenses in the eye. The first company iol has multiple lines observed on the right side. Unable to determine if these are marks or material. The second company iol has line near the center. Unable to determine if this is a mark or material. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. The cartridges were not returned for evaluation. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A photo was provided for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that intraocular lenses (iol) injected with the injector and cartridge system can sometimes leave a crease or mark on the optic. Additional information has been requested.